Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging, connected to a catheter, was provided for evaluation. Initial visual examination was unable to identify any defects. However, upon leak testing a crack was noted on the threads of the caresite valve. Based on the examination of the sample the reported defect is confirmed. Retained units were evaluated and passed the internal testing. Although the exact cause could not be determined at this time, it is possible that overtightening and aggressive solvents can lead to cracked caresite valves. Review of the discrepancy management system (dsms) database was performed for the reported possible lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the extension set leaked during use. Possible lot numbers provided: 0061769337 or 0061766319. Lot number 0061769337; expiry date 02/29/2024; production date 03/01/2021; lot number 0061766319; expiry date 01/31/2024; production date 02/16/2021. "Details: this product began to be used for peripheral locking in the basilic vein of the right forearm ulna from (B)(6). The drug used for intravenous drip was acyclobin. On (B)(6), day management started at 10:00 am. There is no leakage even if the saline solution is poured. Around 11:00am, acyclobin administration was completed. Sheet contamination at this point was unknown. Around 11:10am, a nurse visited the room for saline lock and blood sampling. The infusion set was not closed and there was a backflow of about 15 cm on the route. Confirmed that the sheets were contaminated with pink in 2 to 3 places (about 5 to 15 cm). After 11:30, when the nurse returned to the room to change the sheets, the patient's family pointed out that the tv remote control could not be used, and the nurse confirmed it. Then the nurse confirmed for the blood contamination that could not be used even after wiping the remote control and replacing the battery. Leakage was confirmed when saline was injected again from the care site connector." No injury reported.